Event description:
It was reported the customer's insulin pump displayed a power failure message. Customer was advised the insulin pump's failure may lead to an adverse event. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.